Event description:
It was reported that the customer was having problems with her sensors for approximately ten days. Her blood glucose was 147mg/dl at the time of reporting. She stated that she was receiving calibration errors. She was advised not to calibrate sensors immediately after a calibration alarm. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.